Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. This complaint is not confirmed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Exact implantation date is unknown however device was implanted 2013. Unknown nexgen legacy constrained condylar femoral component: catalog#ni, lot#ni; unknown nexgen legacy constrained condylar tibial tray: catalog#ni, lot#ni. Foreign: germany. Diligence is in progress to determine whether the device is available for evaluation. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty in 2013. Subsequently, ten (10) years post-implantation, the patient underwent revision surgery of the articular surface due to fracture of the implant. Due diligence is in progress for this event; to date no further information has been reported.